Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, patient underwent a cervicothoracic posterolateral fusion surgery using rhbmp-2/acs from c6-t2. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., over lamina, lateral masses and facets). Patient's post-operative period has been marked by a period of improvement, followed by increasing neck pain and stiffness, with pain, spasms/cramping and burning in his arms and hands, pain in the upper back and trapezius region, and weakness in his arms. Patient continues to experience chronic pain in his neck, collarbone area, and trapezius/upper back; radiating pain to his arms and hands; numbness, spasms and swelling in his fingers; and difficulty swallowing. These serious injuries prevent patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, the patient was pre-operatively diagnosed with c7-t1 facet arthropathy and bilateral c8 radiculopathy and underwent the following procedure: bilateral c8 foraminotomies and c6 through t2 posterolateral fusion employing lateral mass screws at c6 and c7 and pedicle screws at t1 and t2 along with rhbmp2 and carrier sponge with allograft bone chips and use of intraoperative fluoroscopy. As per op-notes, solid bone was identified with a feeler at all screw points. Screws were placed to a depth of 14 mm and confirmed to be an adequate trajectory with lateral and ap fluoroscopy. Next, small laminotomies were created between t1 and t2 and pedicle screws were then placed using lateral fluoroscopy and direct visualization of the spinal canal and feeling of the pedicles of t1 bilaterally. 4.0 x 20 mm screws were placed at t1 bilaterally and then 4.0 x 24 mm screws were placed at t2 bilaterally. Ap and lateral fluoroscopy confirmed good screw placement. No significant changes occurred in the electrophysiological monitoring as a result of screw placement. Once the screws were placed, rods were cut and bent to connect the 4 screws from c6 to t2 and locking caps were applied. Locking caps were provisionally tightened and then once everything was appropriately secured, final tightening was performed. The interspinous ligament and spinous processes were preserved for the operation. After rod placement tightening was performed, decortication of the lamina and lateral masses and costovertebral junctions from c6 to t2 were performed. Rhbmp2 soaked implanting sponges were then rolled with allograft and placed medially to the screw rod constructs bilaterally. Further allograft bone chips were then placed laterally to the screw rod constructs bilaterally. The patient tolerated the procedure well without any intraoperative complications.